Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics.

Event description:
It was reported via phone call that the insulin alarmed button error and customer was unable to clear alarm. The customer was replacing battery when alarm occurred. Customer's blood glucose was 84mg/dl. Advised customer to revert to back up plan.